Manufacturer narrative:
Healing cap could not be removed. No product problem detected. Organic and blood residues were found. The dentist did not rinse the implant as mandated by instruction for use. Dentist should dentist should have consulted IFU instruction for use to prevent this from happen.

Event description:
Healing cap could not be removed.